Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to a small abscess in the right hand. Five days prior to event onset, the patient was hospitalized. The same day as event onset, the patient began treatment with injection of vancomycin (1g, discontinued the same day, route not reported), injection of amikacin (100 mg per day, ongoing, route not reported) and injection of imipenem (1g per day, ongoing, route not reported). On an unreported date, dianeal therapy was discontinued. At the time of this report the patient remained hospitalized and the peritonitis was resolving. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient was discharged from the hospital (unknown date). At the time of this report the patient was recovered from this peritonitis event and antibiotic therapy remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.